Event description:
During attempted repair of an enlarging abdominal aortic aneurysm using an endoluminal stent graft, bleeding at the groin site and hypotension occurred. Open repair was instituted and an avulsion of the iliac artery was found. The vessel was adhered to the introducer sheath. Despite all efforts, the pt expired suffering massive blood loss. It is thought that the pt experienced vessel spasm.